Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the competitor rv lead was surgically abandoned and replaced. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitor right ventricular (rv) lead exhibited high out-of-range shock impedance measurements (>200 ohms) since after the implant procedure of the ICD. The shock impedance was noted to be 67 ohms at the implant procedure of the ICD. The competitor rv lead has been implanted since 2007. The shock impedance was measured to be >200 ohms in all vector configurations. No adverse patient effects were reported.